Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in august 2004 and is more than 16 years old, well beyond the expected service life of 5 years. No documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since the manufacture date. During the visual inspection, it was observed missing battery partition cover, cracked head restraint bracket, and a hole on the load plate cover, unrelated to the reported complaint and could be due to user mishandling. The damaged cover, head restraint bracket, and battery compartment need to be replaced to address the issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data revealed latch error 136 - internal parameter corrupted, thus confirming the customer complaint. The defective processor board needs to be replaced to remedy the system error. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The customer was informed about the non-availability of the parts. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR " message. No patient involvement.